Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display and unresponsive keypad found on aug 13, 2021. Device received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and corroded battery tube. Unable to download data due to blank display.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window. In summary, customers alleged flashing white display was due to moisture damage on pcba 1 which was found by visual inspection after opening up the insulin pump. The unresponsive keypad/button error alarm can not be confirmed because the data from the insulin pump can not be downloaded, therefore, it remains unknown. Additionally the customers alleged cosmetic damage (cracks) were confirmed on the batter tube from visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had blank display. The insulin pump also had keypad anomaly. Customer stated that there was a crack on the pump. The battery compartment was damaged. The insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.